Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was at the time of incident was 51 mg/dl and also had 61 mg/dl. The customer treated their low blood glucose with food. The customer stated that insulin pump was frozen due to this it was no delivering bolus. The reservoir will not be returned for analysis.